Manufacturer narrative:
(B)(4) date sent: 1/5/2026 d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo show a some staples appears to be no properly formed on the tissue. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device lot 734d93, and no non-conformances were identified. Additional information was requested and the following was obtained: is the current patient status known? Discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the stapler cannot hold the staples. Changed another one to complete surgery. No additional information can be provided. No patient consequences were reported.